Event description:
Received pt from another hosp status post cath with vasoseal to right groin. Right groin was edematous and purple upon initial assessment. No oozing noted. On integralin and heparin gtt. Off bedrest, had ambulated at other facility. After groin assessed, pt back on bedrest. Pt complained of pain in the right groin which was hard and swollen. Hematoma expressed - resolved.